Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information: the issue occurred during central processing. Correction(s): annex e - health effect desc 1 was updated to e2403 - no clinical signs, symptoms or conditions. Annex f - health impact desc 1 was updated to f27 - problem identified during non-clinical procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.